Manufacturer narrative:
(B)(4). The extension set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported while infusing lipids into a pt, the output tubing came apart from the filter. Some lipids did leak out. Nurse was present and changed the tubing. No pt harm and no medical intervention required. Although requested, customer stated that no further pt/event information is available.